Event description:
Patient reports beginning treatment with byte in 2023 but since then, has been experienced ongoing gum issues and pain. Currently dealing with gum recession that is not improving. The bite feels misaligned and uncomfortable.

Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.